Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. B. Braun subsidiary received information on 07/19/2016, manufacturer was notified of complaint on 08/11/2016. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: china. The surgeon reported that during surgery they had to cut off the tip to the tube instead of twisting off the tip. There was an adhesive clot that blocked the end of the tube.

Manufacturer narrative:
Samples received: 3 unopened pouches. Analysis and results: there are 5 other complaints of this code batch received similar to this complaint but from other customers. The (B)(4) units were manufactured and distributed in the market. There are no units in stock. In the ampoules received, there are polymerization nuclei along the cannula that caused the obstruction of the cannula. Ageing studies were performed with the purpose of provoking the complained defect and studying the influence of environmental conditions in its apparition. -ampoules were stressed for 9 days at 40ºc and 30 % rh. After 4 days of exposure, the stress conditions caused the apparition of some polymerization nuclei along the cannula in the ampoules. However, the liquid glue could still pass through the cannula, that was not obstructed. After 9 days of exposure, the polymerization nuclei observed caused the obstruction of the cannula. In conclusion, the environmental conditions influence the apparition of the polymerization nuclei along the cannula. A temperature of 40ºc caused the formation of polymerization nuclei along the cannula and the obstruction of the cannula after 9 days of exposure. As instructed for use, histoacryl should be stored at ambient temperature below 22ºc. The ampoule containing the adhesive should only be removed from the aluminum pouch immediately prior to application. Final conclusion: complaint is justified, taking into account that the samples received does not fulfill the OEM specifications. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.